Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power while using the mpu was confirmed via the submitted log file. The controller event log file contained approximately 6 days of patient event data (08mar2022 - 14mar2022 2022 per timestamp). On 13mar2022 at 16:51, the no external power alarm activated due to the voltage across both cable dropping simultaneously down to ~0v in approximately fours seconds. The event lasted approximately 12 seconds before external power was restored. The controller operated on backup battery power during the event. The observed alarms are consistent with a loss of ac power while the controller is connected to the mpu. No other notable alarms were active in the log file. Provided information indicated that the customer reported that the patient tripped on the mpu ac power cord and it disconnected. The customer did not know if the ac power cord came out of the power cord inlet connector on the mpu or the ac wall outlet. The root cause of the loss of external power event was user related. The customer referenced two mpu¿s ((B)(6) and (B)(6)) as being in use by the patient. (B)(6) : the mobile power unit (mpu) assembly (pn 108285) was made in nov 2021. The unit was packaged (pn 100159807) and placed into stock on dec 29, 2021. The unit was sent to the customer on jan 20, 2022. The unit had no previous services. (B)(6) : the mobile power unit (mpu) assembly (pn 108285) was made in jan 14, 2022. The unit was packaged (pn 100159807) and placed into stock on feb 2, 2022. The unit was sent to the customer on feb 16, 2022. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbookand the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable, ac power cord and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review captured a no external power event on (B)(6) 2022 that was caused by power to the mobile power unit (mpu) being briefly interrupted. The patient's mother stated that they tripped over the power cord and disconnected power but reconnected immediately. It was unknown whether mpu-46701 or mpu-47233 was in use at the time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.